Manufacturer narrative:
(B)(4).

Event description:
It was reported the intra-aortic balloon pump (iabp) was in use and the staff experienced a white screen and powered down during patient care. This continued to happen on both battery and plugged in. The iabp did make an audible alarm but no warnings came across the screen. As a result, the iabp was swapped out at the hospital. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). No part has returned to teleflex chelmsford for investigation. The reported complaint of the pump would not power on was confirmed by the field service agent. A field service agent (fsa) serviced the pump and confirmed the battery was defective. The battery was replaced, and the issue was resolved. The pump passed functional checkout. If the part is received at a later date, an investigation will be performed. The root cause of the complaint is undetermined. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported the intra-aortic balloon pump (iabp) was in use and the staff experienced a white screen and powered down during patient care. This continued to happen on both battery and plugged in. The iabp did make an audible alarm but no warnings came across the screen. As a result, the iabp was swapped out at the hospital. There was no report of patient complications, serious injury or death.

Event description:
It was reported the intra-aortic balloon pump (iabp) was in use and the staff experienced a white screen and powered down during patient care. This continued to happen on both battery and plugged in. The iabp did make an audible alarm but no warnings came across the screen. As a result, the iabp was swapped out at the hospital. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "short battery runtime" is confirmed. The pump shut off approximately 28 minutes when operating on battery power after a full charge during. The battery failed battery load test. A definitive root cause could not be determined but a potential cause of the short battery life is a result of maintaining of the battery. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.